Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. He changed the battery, reservoir and set and was still getting the alarm but this time during fill cannula. Blood glucose value is unknown. The alarm history showed a motion sensor test failure, a motor position encoder error, a bad battery and more than one motor error alarms. Customer declined troubleshooting. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and a confirmed e70 alarm was present in alarms history screen. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No unexpected a35 alarms or failed battery test alarms noted during our testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and off no power test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and broken battery tube threads.